Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-adapters; upn: (B)(4); model: sc-9218-15; serial: (B)(4); batch: 7007433. The devices were disposed of and will not be returned for evaluation; therefore, a technical product analysis of the devices could not be completed.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance on the leads. The patient underwent a revision procedure and the adaptors were removed.